Event description:
The pt was admitted for a procedure in 2008, with lesions in the mid left anterior descending branch and in the proximal to mid circumflex. The mid left anterior descending branch was de-novo, concentric and calcified and was 22mm in length with a vessel diameter of 2.5mm. The lesion in the proximal to mid circumflex was de-novo, concentric and calcified and was approx 40mm in length with a vessel diameter of 2.5mm. The mid left anterior descending branch was pre-dilated, twice, and a 2.5 x 28mm cypher stent was implanted at 20atm. The stent was post-dilated and an intravascular ultrasound was conducted. The residual percentage of stenosis, post procedure, was 0% and timi flow grade was iii. The proximal to mid circumflex was pre-dilated and a 2.5 x 28mm cypher stent was implanted at 20atm, then a 2.5 x 13mm cypher stent was implanted, proximal, at 20atm; overlapping. The stents were post-dilated. The residual percentage of stenosis, post procedure, was 0% and timi flow grade was iii. Three days post index procedure the pt complained of chest pain and her blood pressure decreased. The pt developed cardiogenic shock. Cardiac massage was conducted and coronary angiography was done. Thrombus was observed in the three cyphers that were initially implanted. Aspiration and balloon angioplasty were conducted to treat the thrombus. After treating the thrombus, vessel flow barely improved and the pt passed away. Postmortem was not performed. The pt's medications included aspirin, clopidogrel and heparin. The physician commented that the possible cause of the thrombotic event was due to the pt's initial conditions. The cause of death was documented as deterioration of heart function.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-02375, 9616099-2008-02376 and 9616099-2008-02377. Additional info will be submitted upon 30 days of receipt.